Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00442. This report is being submitted as additional information. Approximate age of device ¿ 10 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. Evaluation of the submitted log files confirmed the reported transient elevations in power; however, a direct correlation between the device and the patient¿s elevated ldh and ischemic stroke could not conclusively be established through this evaluation. The submitted log files contained data from 02jan2018 at 09:55:07 through 16jan2018 at 15:49:31. Transient elevations in power over 9 w were captured on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018, reaching a maximum of 15.7 w on (B)(6) 2018 at 00:27:16. All of these power elevations were associated with pi events and frequent pi events were captured throughout the duration of the files. Stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced elevated lactate dehydrogenase (ldh) at an outlying facility. Mean arterial pressure (map) stable and weight were stable. Ldh increased about 300 u/l over baseline. There was no treatment for ldh. The patient then presented with right sided numbness that was resolved with pain medicine. CT however was (B)(6). On (B)(6) 2017, the patient experienced an ischemic stroke. Inr was slight low since coumadin was withheld due to stroke. Log file analysis completed by the manufacturer¿s technical services representative revealed transient power elevations. No additional information was provided.